Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported for an automated impella controller (aic) that the field service team was performing the configuration and discovered that the cloud light emitting diode (led) and airplane led were not illuminating when pressed. Troubleshooting of the console was unsuccessful, which consisted of restarting the console, a 15-second airplane press with no illumination when the button was pressed, a 60-second press with no illumination when the button was pressed and confirming that the universal serial bus (usb) was plugged in properly. There was no patient involvement.

Manufacturer narrative:
Corrections to the initial MFR report: d2 device name has been updated. D9 return date added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.